Event description:
It was reported that this device showed an unexpected reduction in longevity. A request for review was needed. Technical services (ts) reviewed the device data and confirmed that the battery was depleting faster than expected. The data indicated that there was sufficient reserve for the device to maintain normal therapy function for sixty days. The device was explanted and expected and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device showed an unexpected reduction in longevity. A request for review was needed. Technical services (ts) reviewed the device data and confirmed that the battery was depleting faster than expected. The data indicated that there was sufficient reserve for the device to maintain normal therapy function for sixty days. No adverse patient effect was reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device showed an unexpected reduction in longevity. A request for review was needed. Technical services (ts) reviewed the device data and confirmed that the battery was depleting faster than expected. The data indicated that there was sufficient reserve for the device to maintain normal therapy function for sixty days. No adverse patient effect was reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This device is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device showed an unexpected reduction in longevity. A request for review was needed. Technical services (ts) reviewed the device data and confirmed that the battery was depleting faster than expected. The data indicated that there was sufficient reserve for the device to maintain normal therapy function for sixty days. No adverse patient effect was reported. The device remains implanted.